Manufacturer narrative:
A sample from the patient was provided for investigation. Further investigations of the patient sample determined that it contains an interfering factor to streptavidin present in the ft3 reagent. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3). The sample was initially tested and repeated at the customer site on (B)(6) 2016 on an e602 analyzer. The initial results from the customer site were reported outside of the laboratory. For investigations, the sample was repeated on an e170 analyzer and an e411 analyzer on (B)(6) 2016. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 187432, with an expiration date of july 2016 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 187432, with an expiration date of july 2016 was used on this analyzer.